Event description:
Attempted midline insertion: while inserting the midline and advancing the guidewire, the rn felt resistance. Upon removal of the midline device, guidewire was not intact. Unable to determine if guidewire was ever present or if any portion remained in patient. FDA safety report ID # (B)(4).